Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned and analyzed. Blood/body fluid was found in/on the proximal conductor(not obstructed). The inner insulation was kinked/buckled. The outer insulation was pulled apart (overstress). The outer insulation was also breached cut. The lead is stretched. There is apparent explant damage. Correction: adverse event, source type code, and date of death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lead had fractured. The patient had a motorcycle accident in (B)(6) of 2010. Following the accident the lead impedance went from 500 ohms to 1500 ohms and the threshold increased. The lead was explanted and replaced. No patient complications have been reported as a result of this event.